Event description:
The customer reported that the device did not deliver a shock as expected during use. There was no adverse patient impact.

Manufacturer narrative:
The customer reported that the device did not deliver a shock as expected during use. There was no adverse patient impact. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.